Event description:
Same case as: 2134265-2014-00015, 2134265-2014-00016. It was reported that automatic pullback failure occurred. The motor drive unit was used in conjunction with an imaging catheter to visualize the lesion. The motor drive unit was unable to perform automatic pullback, thus it was unable to image. Furthermore, the imaging system will not archive to picture archiving and communications system (pacs). No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the devices were received for analysis in good condition with no visible external damage or defects observed. Functional testing revealed that the acq pc, tsc and mdu 5 meets specifications. The acquisition pc was able to connect with the pacs server and with the ilab system. Was able to verify that the ilab system sample files could be archive through the nsd to the pacs server. The table side controller was able to be identified and verify that all buttons and the "directional stick" were working properly. And lastly, the mdu 5 was able to perform pullback on both .5mm and 1.0 mm speed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-00015, 2134265-2014-00016. It was reported that automatic pullback failure occurred. The motor drive unit was used in conjunction with an imaging catheter to visualize the lesion. The motor drive unit was unable to perform automatic pullback, thus it was unable to image. Furthermore, the imaging system will not archive to picture archiving and communications system (pacs). No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).